Manufacturer narrative:
Failed battery test alarm due to corroded battery tube. Unable to confirm. Unexpected low battery alarms due to failed battery test alarms. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed low battery. Troubleshooting was done. The customer was advised that battery cap would be replaced however customer stated that the insulin pump kept giving the same problem. No further information provided.